Event description:
Results which were positive for the neumodx sars-cov-2 test strip on the on the neumodx 288 molecular system were discrepant with another method.

Manufacturer narrative:
No adverse outcomes were reported. The customer routinely confirms results using other assay platforms. We are reporting this event in an abundance of caution and in accordance with the eua requirements.